Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter-employed healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis that did not result in hospitalization. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient began treatment with fortum (250 gm in each bag, ip, for 14 days) and vancomycin (2 g 1st day and 7th day, route not reported). Remedial therapy was ongoing. The outcome of the peritonitis was unknown. Action taken with dianeal pd2 ultrabag therapy was not reported. Concomitant medications were not reported. The healthcare professional stated that the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.